Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was able to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation of the 2.00x12 mm mini trek balloon dilatation catheter over the whisper guide wire resulted in the noted damages to the balloon catheter (stretched/wrinkled inner and outer member, bunched inner member/balloon, multiple kinks/bends) and resulted in the noted multiple bends to the guide wire core; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mini trek bdc referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery. A whisper guide wire was advanced into the target lesion. A 2.00x12 mm mini trek balloon dilatation catheter (bdc) was advanced over the whisper guide wire for pre-dilatation; however, the balloon failed to inflate and during removal, the bdc was noted to be stuck with the guide wire. The bdc and guide wire were removed as a single unit. A new guide wire was re-introduced into the patient anatomy and bdc were used to successfully post dilate the implanted stent. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.